Event description:
The customer reported that the cannula came off the syringe during an ophthalmic procedure. No patient harm was reported. A sample is not available.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and DHR reviews are not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).